Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated that the medium-large clip applier instrument could not be angled correctly and did not close smoothly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations replicated the customer-reported complaint. The instrument was analyzed and found to have a loose grip cable at the backend. The instrument was installed on an in-house system and driven. The instrument failed the intuitive motion test. Motion was imprecise. A clip test was performed, and it passed. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed.